Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the embolization coil was detached from its pusher assembly. The outer diameters (ods) of the embolization coil and the proximal constraint sphere were measured and found to be within specification. The inner diameter (ID) of the ddt was measured and found to be within specification. Conclusions: evaluation of the second ruby coil used in the complaint revealed that the embolization coil was detached from its pusher assembly. This type of damage typically occurs due to improper handling during use. If the device is withdrawn through a rhv without the valve being opened, resistance will likely be encountered. If excessive force is used to withdraw the ruby coil past resistance, it is likely that the polymer portion of the ruby coil will elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. The ods of the embolization coil and the proximal constraint sphere were measured and found to be within specification. The ID of the ddt was measured and found to be within specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01350; 3005168196-2016-01352; 3005168196-2016-01353; 3005168196-2016-01354; 3005168196-2016-01355; 3005168196-2016-01356; 3005168196-2016-01357.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached two ruby coils into the aneurysm using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil (f68468) through the lantern, the physician experienced resistance and applied force to advance the ruby coil. Consequently, the ruby coil pusher assembly became kinked; therefore, the physician decided to re-sheath the ruby coil. However, while retracting the ruby coil, the rotating hemostasis valve (rhv) was not loosened and the ruby coil unintentionally detached within the lantern outside the patient¿s body and was removed. The physician then attempted to advance a new ruby coil (f67858) through the lantern; however, resistance was encountered again and the physician decided to re-sheath the ruby coil. While retracting the ruby coil, the rhv was not loosened and the ruby coil unintentionally detached within the lantern. The physician was able to reach the coil and pull it out the lantern. Thereafter, the physician changed the lantern with a new lantern and attempted to use a new ruby coil. However, while attempting to load the ruby coil (f67858) into the new lantern the technologist inadvertently bent the ruby coil pusher assembly; therefore it was removed. The technologist did no mention experiencing resistance and the rhv was loosened. Next, the physician attempted to advance another ruby coil (f67052) through the lantern; however resistance was encountered again and the physician decided to retract and re-sheath this ruby coil. While gripping the ruby coil to retract it, the ruby coil became unraveled. It was reported that the ruby coil did not detach from the pusher assembly. Thereafter, an attempt to load a new ruby coil (f67858) into the lantern was made; however, the technologist inadvertently bent the back end of the ruby coil pusher assembly while attempting to advance it. The technologist did not mention experiencing resistance and the rhv was loosened. The physician then switched the lantern to another manufacturer¿s microcatheter and attempted to advance a new ruby coil (f67050) through the new microcatheter. However, the physician experienced resistance while advancing this coil and therefore decided to retract and re-sheath this ruby coil. While retracting the ruby coil, the rhv was not loosened and the ruby coil unintentionally detached within the lantern. The physician was able to reach the ruby coil and pull it out the microcatheter. It was reported that the resistance was due to the 5 and 6 french guide catheters that the physician had in place not due to the microcatheter. The physician maintained continuous flush through the rhv during the procedure. The procedure ended at this point. There was no report of an adverse effect to the patient.